Manufacturer narrative:
(B)(4). Investigation: the tubing set is unavailable for return. If the set is later received and findings differ from the info presented in this record, an addendum will be filed. DHR details: the DHR for this lot was examined. This examination revealed no pdf's, eco's or csp's. This lot was unaffected by any anomalous manufacturing condition. Conclusion: operator error.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required time frame. After completing a double platelet procedure, the operator noticed part of the spike was poking through the port of the acda bag. The donor was feeling fine after the donation and when he left the center. The center acknowledged this as an operator error.